Event description:
A facility reported the surgeon saw a crack in the intraocular lens (iol) following the insertion of the iol. The iol was then divided into two pieces while in the eye and removed through the corneal tunnel incision which was enlarged to 3.5 mm. It was reported the surgeon had used a royale asico injector during the procedure. During the same surgery, a different iol (same model) was implanted using a different iol injection. There has been no report of problems associated with the replacement lens. The surgeon reported the pt had corneal decompensation, which lasted about 2 weeks. The pt was hospitalized for four days. The pt reported experiencing cloudy and poor vision. As of 2008, the pt's vision had not recovered.

Manufacturer narrative:
The product was returned for analysis and the reported complaint for torn/split/cracked was observed. The complainant indicated that a royale asico injector was used to insert the iol. This injector is not approved for use with this iol. While we are unable to determine the origin of the lens damage due to the condition of the returned lens, our observation reasonably suggests that it is not mfg related. Product history records and batch history records for the iol were reviewed and met specs. There are no other complaints reported in this lot number.